Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer insulation was breached cut, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that there was several attempted locations to place the right ventricular (rv) lead which resulted in low r wave amplitude. It was also noted that the rv lead insulation was cut purposely to aid in maintaining venous access by introducing a wire via the outer insulation. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.